Manufacturer narrative:
Reporter first name:(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device was constantly restarting and not opening. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Based on available information, the bench repair engineer evaluated the device and determined that it was constantly restarting and not turning on. The processor pca and cable parts of the device were found to be faulty. The bench repair engineer replaced the defective processor pca and cable with new dfm100 assy processor (453564489071) and dfm100-cbl ui to processor mix (453564844311) according to the service procedure. Tests were performed following the service procedure. The device was delivered in working condition. No further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was identified as a defective processor pca and cable (dfm100-cbl ui to processor mix). Further root cause was not determined. The reported problem was confirmed.